Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the pump from running error. Customer blood glucose value was unknown at the time of the incident. The customer was not assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Power error due to non-sleep anomaly software error. Device passed displacement test, active current measurement test and sleep current measurement test.